Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was found to be bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge and become bent.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. The exact cause of the reported event could not be determined. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation. Investigation also found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. Although the investigation found no evidence of any damage, the exact timing and cause of the alleged failure to adhere could not be determined.